Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the catheter showed no irregularities or damage. A visual examination of the male connector with the female luer showed that the male connector was cracked. The thrombectomy system was inserted I to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply ¿error. Functional testing showed a leak at the male connector with female luer. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported the catheter broke when unpacking. A spiroflex vg angiojet thrombectomy set was selected for a thrombus aspiration procedure. During unpacking outside the patient, the catheter broke. The catheter did not separate into two pieces, but it had cracks. There were no patient complications. The procedure was completed with another of the same device and the patient status was noted as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported the catheter broke when unpacking. A spiroflex vg angiojet thrombectomy set was selected for a thrombus aspiration procedure. During unpacking outside the patient, the catheter broke. The catheter did not separate into two pieces, but it had cracks. There were no patient complications. The procedure was completed with another of the same device and the patient status was noted as stable.